Event description:
It was reported that the right ventricular lead had intermittent failure to capture, high impedance, and noise was noted on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.